Manufacturer narrative:
Findings of the eval - image is good, major loss of deflection due to twist with cut in the shaft from 43.2cm to 43.6cm and at 63.8cm with shaft wires protruding through the cover. Fails leak test due to the twist and laser burn at distal forceps tube. The twist occurred due to excessive force applied to the shaft and how the instrument was being manipulated by the user.

Event description:
A (B)(6) male, undergoing a cystoscopy, left ureteroscopy and left ureteral stent exchange when the urologist noticed a small crack in the external casing of the gyrus flexible digital ureteroscope and there was some exposed metal (possibly fiber optic fibers) noted as well. The urologist examined the pt's urethra and bladder, as this is where the crack would have come in contact with tissue, there was no evidence of injury. "Mild erythema" was noted in the mucosa of the urethra, but the urologist felt his was not atypical of where a passage of a rigid scope would have been. No injury to the pt noted. Scope was sequestered and sent to spc for cleaning. Pt was sent to pacu for recovery and was discharged later that same day.